Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 5/29/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received sealed in a pouch. Visual inspection with the unaided eye showed that the product was cut in pieces, most probably to make the explant possible. Considering the condition of the lens, additional analysis was not possible. The customer's reported complaint could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received indicated that the intraocular lens model zlboo, 22.5 diopter was implanted in the left eye (os) of the female patient on (B)(6) 2017. The lens was later explanted on (B)(6) 2017 because the patient was complaining of seeing halos all the time. There was no incision enlargement to remove the lens, no vitrectomy was performed, no sutures were used and no patient injury was reported. A non-j&j lens (22.5 diopter) was implanted as a replacement. Post-op the patient was reported as 20/25 -2. The following fields were updated based on the new information received: age/date of birth: (B)(6). Gender/sex: female. Outcomes attributed to adverse event: updated from other to required intervention if implanted, give date: (B)(6) 2017. If explanted, give date: (B)(6) 2017. (B)(6). Health professional: yes. Occupation: physician. (B)(6). Device evaluation: visual inspection/product testing could not be performed as the product was not returned for evaluation. The reported complaint could not be verified. Manufacturing record review: manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. Explant date: if explanted, give date: not applicable, as the lens remains implanted. However, there is a planned explant in the near future. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 22.5 diopter intraocular lens (iol) is planned to be explanted from the patient's operative eye because the patient experienced haze and requested an explant. No additional information was provided.